Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio then replaced the power pcb assembly and confirmed proper device operation through functional and performance testing. Physio further examined the removed power pcb assembly and determined that the cause of the reported issue was an electrically shorted diode, designator cr20. The diode was shorted from pin 4 to pin 8.

Event description:
Physio-control observed that a service loaner device would not power on using ac or dc power. There was no patient use associated with the reported event.